Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values were at 65 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming, a delivered a 5u bolus. Rotational sensor errors were not observed in this rerun data. The needle mechanism deployed normally during the rerun. A second attempt was made to rerun the device to see if the rotational sensor errors could be replicated. The data from the second rerun replicated rotational sensor errors similar to those that were initially observed. Upon investigation of the drive mechanism assembly, contamination was observed on the commutator cap. This contamination caused an interruption between the the spring connection with the commutator cap and caused a second confirmed open earlier than expected which ended the first priming sequence prematurely.